Manufacturer narrative:
The investigation could not determine a specific root cause. A malfunction of the mpa centrifuge was not suspected as the operator verified the centrifuge display as showing the correct speed and there were no alarms were generated. There were no adverse events reported.

Event description:
The customer reported that the automatic centrifuge (acu) was spinning at half speed. As a result, the customer received a questionable aspartate aminotransferase (ast) result for one patient sample, and potassium ion selective electrode (k+) for two other patient samples. The technical service specialist instructed the customer to cycle the power on the acu. After performing the power cycle, the customer stated the acu was centrifuging samples correctly. Sample 1 had an original k+ result of 5.0 mmol/l. The sample was repeated after being re-spun on the acu. The repeat result was 4.3 mmol/l. Sample 2 had an original ast result of 50 u/l. The sample was repeated after being re-spun on the acu. The repeat result was 25 u/l. Sample 3 had an original k+ result of 5.7 mmol/l. The sample was repeated after being re-spun on the acu. The repeat result was 4.1 mmol/l. The original results were reported outside of the laboratory. The repeat results were deemed by the customer to be the correct result. There was no adverse event. The lot and expiration date of the ast reagent or the k+ electrode was not provided. The customer has had no other issues with the acu after cycling the power. The field service representative could not find a cause for the issue. He checked the speed, time and temperature settings; which were all normal.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.